Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure between the ilet and a new dexcom g7 continuous glucose monitor (cgm) sensor while the dexcom g7 was able to pair with the user¿s phone, and the user later stated the issue was resolved after self-troubleshooting. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no interruption of therapy requiring alternative care. User support included review of the complaint details and user-reported troubleshooting steps. Investigation of this case revealed a transient connectivity or setup issue limited to ilet¿dexcom g7 pairing with no persistent device malfunction observed after user resolution. It was concluded, based on previously established findings for similar reports, that the cause was user setup or environmental pairing factors that resolved with troubleshooting.